Event description:
It was reported that a device was used during a laparoscopic appendectomy. It was reported the staff noticed that a piece of plastic floated up in the irrigation fluid. The piece was retrieved and was identified as having come from the device. The surgeon completed the case without further incident. There was no further consequence to the pt.